Manufacturer narrative:
Technical services discussed the shortened replacement window advisory; the device had reached 2.65v within 27 months of implant, so it was exhibiting the advisory behavior and was being followed monthly. Technical services also discussed that due to the advisory, a longevity calculation could not be performed and suggested using latitude to follow the patient while he was away. The device remains in service. No adverse patient effects were reported. The device was explanted one year later and was replaced with another boston scientific crt-d. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.56v with a charge time of 8.4 seconds. The clinician wanted to know the remaining longevity, as the patient planned to be away for the winter.